Event description:
On (B) (6), 2010, the patient was treated with gore excluder aaa endoprostheses. On (B) (6), 2010, an aortic extender and two more contralateral leg endoprostheses were implanted. Further investigation is being conducted.

Manufacturer narrative:
Additional devices: pxc201400/#(B) (4), pxc121000/#(B) (4).